Event description:
Fire department personnel were treating a patient in full arrest with CPR in progress. Excessive artifact was observed in paddles mode, however, v-fib was confirmed in lead ii. At the delivery of a countershock, a loud popping sound and a bright flash was observed from one of the defibrillation electrodes. The electrodes were replaced and a second attempt to deliver a shock was successfull. Later during the event, the patient's rhythm changed and the operators initiated pacing and capture was obtained. CPR was continued. Allegedly, the pacer shut off after a short amount of time and gave an audible alarm. Attempts to restart the pacer were intermittently successful. The patient received an additional countershock but was not resuscitated.